Event description:
His pt is having some type of localized allergic reaction on her forehead. This is not an area the physician has treated with a dermal product although the pt is insistant that is is because of prior treatment of dermal injections in other areas. Additional info from the physician notes the pt has presented with red swollen bumps to the chin, forehead and under the eyes. The physician is uncertain if this is a collagen reaction but some areas are from previous collagen treatment sites. Physician treated the areas with an intralesional steroid (kenalog), as well as topical elidel.